Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported experiencing dizziness, shortness of breath, as well as feeling "shaky" and "goofy". The patient noted they were not sure if the implantable pulse generator (ipg) was doing anything. The patient was put on blood pressure medication and had some adjustments made and put back. The implantable pulse generator (ipg) remains in use. No further patient complications have been reported as a result of this event.